Event description:
It was reported by the customer that their insulin pump was not alarming when their blood glucose levels went low. Assisted customer with programming device to alarm. Customer's blood glucose level was 45 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).